Manufacturer narrative:
See scanned pages.

Event description:
Journal reference: munoz-duyos a, navarro-luna a, brosa m, pando ja, sitges-serra a, marco-molina c. Clinical and cost effectiveness of sacral nerve stimulation for faecal incontinence. Br j surg. 2008;95(8):1037-1043. Sacral nerve stimulation (sns) has better results and safety than other surgical procedures for faecal incontinence. This prospective study assessed the clinical effectiveness and costs of sns at a single centre. Twenty nine patients underwent permanent implantation. After a median follow-up of 34.7 (range 2.3 - 81.2) months, 25 of the 29 patients had a significant reduction in incontinence episodes; 14 patients were in complete remission. No major complications occurred. There were 19 minor complications in 14 pts. The study concludes that sns for faecal incontinence is effective in the short term and remains so in the mid to long term. Accidental interruption of stimulation was reported in three patients, two accidental extrusions of the electrode and one self-extrusion because of irritation from the adhesive tape dressing.